Event description:
A customer reported cleaner was leaking inside coulter lh500 hematology analyzer during the clean cycle. The customer also noted that the diff mixing chamber continued to rotate, and would not stop during cycle. The customer was wearing personal protective equipment consisting of eye protection, a lab coat and gloves. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. No patient result was affected by this event. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
The field service engineer (fse) observed that motor on the diff mixing chamber (mc1) had broken and would not switch off as expected. The continuous movement caused the tubing connected to the top of the mixing chamber to disengage. The fse replaced the motor of the diff mixing chamber and inspected all tubing for proper connection. Diff mixing chamber was working properly and there was no further evidence of leaking. Repairs were verified as per established procedures, and all results met published performance specifications. The diff mixing chamber may contain blood, diluent, and lh series pak while in operation and clenz (cleaner) while in shutdown. Root cause for the leak was a broken motor on the diff mixing chamber (mc1) causing the tubes on top of the chamber to disconnect. (B)(4).